Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. Unable to verify the alarm for a loose drive support cap due to blank display. The insulin pump had a protruded drive support cap, missing end cap sticker, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
Customer called in to report the insulin pump alarmed during the rewind process. Blood glucose reading at the time was 122 mg/dl. Troubleshooting was performed. The drive support cap was found to be protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.